Event description:
It was reported that during a procedure performed in the (B)(6) on (B)(6) 2015, after confirming that the locking cap was in proper position in the 6.5mm x 30mm s-lok polyaxial screw (slp6530), it could not torque down due to a malfunction in the threading process. The screw was removed and replaced with another of the same size that was readily available. A delay to the procedure of 20 minutes resulted.

Manufacturer narrative:
Device evaluation is not possible at this time as the device has not been returned to the manufacturer. Review of manufacturing history records found a total of 158 pieces of this lot were released for distribution in (B)(6) 2011 & (B)(6) 2012 with no deviation or anomalies. Review of complaint history did not reveal any previous reports of this nature for the reported lot. A trend for reports of tulip head splay from the dominican republic was previously identified and a CAPA was initiated for further investigation. Should the complaint product be received and evaluation finds any information that would change the outcome of this report, a follow-up medwatch report will be submitted. Product has not been returned to mfg.